Manufacturer narrative:
E1- initial reporter city: (B)(6). Device evaluated by MFR.: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure. The balloon was inflated to its rate of burst pressure of 12 atmospheres for 30 seconds using digital timer: this inflation to rate of burst pressure of 12 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified multiple kinks. A visual and tactile examination identified multiple kinks. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was advanced and on the first inflation, the balloon ruptured at 6atm. The device was removed from the patient and the procedure completed with a different device. No patient complications reported and patient was good post procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was advanced and on the first inflation, the balloon ruptured at 6atm. The device was removed from the patient and the procedure completed with a different device. No patient complications reported and patient was good post procedure.